Manufacturer narrative:
(B)(4). Evaluation summary: the returned grand slam guide wire was inserted through the balloon catheter, and the guide wire tip extruded from the balloon catheter tip end was bent, the core wire of the guide wire was separated at the tip of the balloon catheter. X-ray observation revealed however, that the coil wire was not separated and was one unit up the tip of the guide wire. The adjacent section of the breakage site of the distal section of the core wire was bent, and the end of the broken core wire was trapped at the tip of the balloon catheter. The tip of the balloon catheter was compressed in its longitudinal direction. It was reported that a perforation to the vessel occurred in this incident, but it could not be identified whether the said bend of the core wire and the compression of the balloon catheter tip were result of guidewire pull back manipulation, or of perforation to the vessel. The balloon catheter distal section was cut at approximately 3 cm and 10 cm from its tip end, and the breakage sites of the core wire of the guide wire was taken out from the catheter, and it was confirmed that the core wire was separated at approximately 19 mm from the tip of the guide wire. Scanning electron microscopy revealed the trace of striation on the peripheral section of the breakage surface, dimple on the center section of the breakage surface suggested that the guide wire was pulled apart. The core wire of the grand slam guide wire can be damaged due to repeated bend force inadvertently applied to the guide wire which had been already bent due to unidentified circumstance, and it was finally separated apart by pulling force exceeding the product design limit. Relation between the grand slam guide wire and the vessel perforation could not be identified from the investigation. The expiry of the patient could be considered due to the vessel perforation; however, it could not be determined form the provided information. The warning section of the instructions for use (IFU) states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged resulting in fragments being left inside the vessel. Never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or damage to a vessel. If guide wire tip prolapsed is observed, do not allow the tip to remain in a prolapsed position. If guide wire damage or breakage occurs, it may cause damage to the vessel and injury to the patient, or death. Damage to a vessel, including possible vessel perforation as one of possible complications and adverse events. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot.

Event description:
It was reported that during use in a tortuous, calcific diagonal lesion, the tip of the guide wire prolapsed and started unraveling at the articulation site of the opaque/non-opaque portion. As a result, the guide wire was unable not able to be withdrawn back into the lumen of the ptca balloon catheter. A perforation of the vessel occurred. It was not confirmed if it was caused by the guide wire. Because of the issue with the guide wire, it was not able to be advanced past the area of the perforation to deliver a covered stent. No treatment was able to be administered for the perforation and ultimately the patient expired. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The investigation is not yet complete. A follow-up will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.